Manufacturer narrative:
H3 other text : device has not yet returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging lung disease. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging lung disease. At this time, no medical intervention has been reported. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed an slight dust like contaminate on the ui panel, ui knob, top enclosure, rear panel, bottom enclosure, and the blower box. They observed hairlike fibers on the pca. They observed the keratin-like substance on the blower box outlet. Evidence of liquid spots with potential mineral deposits on the blower box and blower motor. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was unable to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were 2 errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and was unable to directly address the symptom specified.